Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. The lens was intraoperatively implanted, removed, and replaced for a replacement lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk h6 work order search: no similar complaints within associated lots were found. (B)(4)